Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarmed power error detected and replace battery now. The customer was assisted with troubleshooting for the power error detected. The customer's blood glucose level was 160 mg/dl at the time of the call. The customer was unable to complete troubleshooting initially. The customer called back four days later to continue troubleshooting. The customer was provided guidelines on how to resolve the issue after the call and there was no indication that the alarm was resolved during the call. The customer was advised to call back if the issue recurs. There was no indication of troubleshooting for the replace battery now alarms. The insulin pump will not be returned for analysis.